Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was having soreness at the ins site on (B)(6) 2018. The patient was redirected to their doctor. No further complications are anticipated. Additional information was received from a MRI technician on (B)(6) 2018. The patient was having an MRI because they went to the emergency room (ER) with back pain on (B)(6) 2018. Additional information was received from the rep on (B)(6) 2018. The rep indicated that the patient went into the ER with back pain and they are planning on doing an MRI on (B)(6) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative. The patient's doctor reported that the back pain is not device related and indicated that the patient is "baseline" with diffuse pain. No further complications are anticipated.